Event description:
It was reported that there was a pinhole rupture in the balloon. A ranger global dcb otw 6.0 x 200mm, 90cm was selected for use in the endovascular therapy (evt) procedure. The target lesion was within the moderately tortuous superficial femoral artery (sfa) and was reported to be 100% stenosed with moderate calcification. The ranger was advanced to the target lesion and inflated for the first time to 6 atm before bursting. The form of the rupture was reported to be a pinhole. The device was retracted without issue. The ranger was replaced and the procedure was completed. There were no reported adverse consequences to the patient.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
E1 - initial reporter state: (B)(6).

Event description:
It was initially reported that there was a pinhole rupture in the balloon. However, on 28nov2022, additional information was received that indicated there was no longer any allegation of device deficiency. The initial report of pinhole rupture had been misreported by the sales representative. Therefore, the event no longer meets complaint criteria.